Event description:
An optometrist reported a case of bilateral corneal haze at two months post photo refractive keratectomy (prk) treatment. Reporter indicated the issue was resolved with increased topical steroid eye drop dosage. Pt was reported as nonsymptomatic. There are two related reports for this pt. This file addresses the pt's right eye, and another MFR report will be filed for the fellow left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).